Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the xia 3 titanium multiaxial crosslink was confirmed to have a jammed set screw and fractured rivet via visual and functional inspection. There were no manufacturing issues pertaining to this lot number. The part was sent for a material analysis, which yielded the conclusion that: the rivet bolt broke through bent overload in ductile mode. The seizure of the set screw in the j-hook is due to the particles sitting between threads in the set screws. The particles are likely from the bone. The event reported occurred intra-operatively, the most likely cause of this event was that bone material had intruded onto the set screw threads, causing the set screws to lock prematurely. Once this occurs, the surgeon may have attempted to tighten with more force or tried to remove the implant, which would result in the breakage of the rivet. Conclusion: material analysis concluded that the rivet bolt broke through bent overload in ductile mode. However, the root cause of the reported event cannot be determined and is most likely multifactorial.

Event description:
It was reported during avs navigator and xia3 surgery (tlif, l4/5) surgery. The surgeon rotated the cage after the insertion of the cage to the top of facet, the cage was protruded on the ventral and the inserter released from the cage. The surgeon tried to reposition the cage from the ventral, but the surgeon was unable too. Therefore the surgeon left the cage as it is and inserted another other cage to the facet. In addition, when the surgeon tried to use the multiaxial crosslink, the set screw on one side did not turn. Therefore the surgeon used another other crosslink and continued the surgery.

Event description:
It was reported during avs navigator and xia3 surgery (tlif, l4/5) surgery. The surgeon rotated the cage after the insertion of the cage to the top of facet, the cage was protruded on the ventral and the inserter released from the cage. The surgeon tried to reposition the cage from the ventral, but the surgeon was unable too. Therefore the surgeon left the cage as it is and inserted another other cage to the facet. In addition, when the surgeon tried to use the multiaxial crosslink, the set screw on one side did not turn. Therefore the surgeon used another other crosslink and continued the surgery.